Event description:
It was reported that during the beginning of an emergent line placement the guidewire unspooled in the radial artery during insertion.

Manufacturer narrative:
It was reported that during the beginning of an emergent line placement the guidewire unspooled in the radial artery during insertion of the arterial line. According to the report, a vascular surgeon was consulted immediately and performed a cut down of the artery to remove the guidewire. The patient is reportedly doing fine. The sample was returned and the customer reported issue of unspooling of the guidewire was confirmed however a definitive root cause could not be determined. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.